Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed b30 and e216 scope communication errors. The issue occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the b30 scope communication error was confirmed and the error e216 scope communication error was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board unit in scope connector is dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event b30 scope communication error was caused due to a data error of the scope identification, and the probable root cause was likely due to component failure. The most probable cause of the dirty circuit board unit in the scope connector was presumed to be due to water leakage, a definitive cause for the reported event could not be established. Since the scope communication error e216 was not reoccur during the investigation, the most probable cause of the malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.